Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had high blood glucose level of 479 mg/dl which dropped to 474 mg/dl and then further down to 401 mg/dl. Customer treated for high blood glucose with syringes. Customer also reported that they insulin pump was used within 48 hours of reported high blood glucose event. Customer also reported that the auto mode feature was in use at the time of high blood glucose event. Insulin pump will nor be returned for analysis.